Event description:
It was reported that high, hv lead impedance and high capture thresholds were observed. The patient was asymptomatic. Lead imaging and close monitoring of the lead was discussed.

Manufacturer narrative:
Explant date added as (B)(4), 2017.

Event description:
New information received states that during lead revision for high hv lead impedance, previously reported, externalized conductors were observed on the rv lead. The lead was explanted and replaced. The patient was stable throughout the procedure and will continue to be monitored.